Manufacturer narrative:
Other text: b5: additional information received and attached from customer via email dated (B)(6) 2021: the event occurring during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device with a damaged air detect sensor. The customer stated problem was duplicated and confirmed for "damaged air sensor." The device was found to have air detector sensor damaged and failed air detect test so it was replaced. It was determined that the air detector sensor was defective and damaged due to customer manipulation of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a damaged air sensor. No adverse effects were reported.